Manufacturer narrative:
Date of event, x-ray, retrieval report, medications. Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating¿gunther tulip filter implanted" and embedded in vena cava and unable to be retrieved. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/19/2017 as follows: patient allegedly received an implant on (B)(6) 2010 via the femoral vein due to pulmonary embolism. Patient is alleging the device is embedded in the vena cava and is unable to be retrieved. Patient alleges attempted retrieval on (B)(6) 2010.